Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly on the cystic duct. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
Date sent: 04/24/2009. Eval summary: the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed, and formed the remaining clips within mfg specifications and then, it locked out as intended. No clip formation issues were noted during testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our mfg batch history review identified that clip short feeds issues were detected during the mfg of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.